Event description:
The patient reported that they were having problems with their device. Additional information received reported that the patient turned their device down on (B)(6) 2017 and on (B)(6) 2017 they noticed that they were not feeling stimulation at all. When the patient tried to increase stimulation it would not increase but it would still decrease. The patient was able to turn stimulation on which had resolved the reported issue. There were no complications or that no further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.